Manufacturer narrative:
Initial reporter: there was no contact phone number provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 1 of 2 for the same event. It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the attachment device did not work very well. According to the report, the physician changed the sawblade device and continued the procedure with the same attachment device. It was reported that as soon as the device touched the patient, pieces of the device came loose. It was not reported if any pieces of the device fell into the patient. The reporter stated that ¿nothing was left in the patient¿. It was reported that there was no consequence to the patient. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was confirmed. It was determined that there was a crack on the tuning fork. The assignable root cause was determined to be due to improper construction/design. This issue has been escalated to CAPA. If additional information should become available, a supplemental medwatch report will be sent accordingly.